Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the distal posterior lateral artery with heavy tortuosity and heavy calcification. Pre-dilatation was performed and the 3.0 x 15 mm xience v stent was implanted; however, a dissection occurred. The 3.0 x 18 mm xience v stent was implanted for treatment, but caused a further dissection. Another unknown stent was used, and the dissection was covered successfully. Post-dilatation was performed. The patient outcome was satisfactory and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The 3.0 x 18 mm xience v referenced is being filed under a separate medwatch report.